Event description:
The customer reported lower than expected estradiol result for one patient generated on the dxi800. The erroneous results were reported out of the laboratory and questioned by the doctor. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer is not questioning any other results. A subsequent routine and dilution testing produced comparable but erratic results outside of the assay's stated precision claim of 12%. The estradiol sample (1/1) was collected in a 7.5ml bd serum tube and analyzed on the automation line. The customer centrifuged the samples for six minutes at 3000 rpm. Qc charts, both levels of estradiol qc have been performing within the customer's established ranges. On (B)(6) 2011 a routine system check was performed which passed with within instrument specifications. Service was not dispatched for this event, since the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.